Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced severe peripheral shadows. The lens was exchanged for another lens model 01 month 19 days following the initial procedure. Clinical reason for explant was mentioned as severe negative dysphotopsia. Additional information was received, patient experienced severe shadows in left side of vision. Additional information was received, the lens was exchanged for a non-company lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge and handpiece were used. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company lens model 23.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non- company monofocal (diopter unknown). This information that a multifocal lens was replaced with a monofocal lens may suggest that the replacement lens was an improved selection for this patient's vision needs. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: